Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not confirm foreign object during incoming inspection, but scrapes in the channel and leakage from the biopsy channel. The leakage from the biopsy channel is caused due to long scrapes. Based on the instruction manual, chapter 4 discusses operation air / water feeding and suction of solid matter: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. From the stated above, the user handling may have deviated from the instructions for use, which caused the suture needle to come off into the scope channel.

Manufacturer narrative:
The device referenced in this report was returned to olympus for physical evaluation. Preliminary findings are reported.. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: leaking is noted from the biopsy channel, the forceps passage (boroscope) has long scape marks present. The control body and scope connection are dry. The control knob is loose with "play" in the movement. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera ii gastrointestinal videoscope, the suture needle came off in the scope channel. There was no reported impact to the patient as a result of this occurrence.